Event description:
It was reported patient underwent a total hip arthroplasty (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 allegedly due to pain and pseudotumors. The cup and head were removed and replaced. Additional information received in the patient¿s revision operative report indicates the presence of pain, fluid and pseudotumor-like tissue. The modular head and acetabular cup were removed and replaced. Medical records further note that total hip arthroplasty was performed on both the right and left hips on (B)(6) 2004. There has been no revision reported for the right hip.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for this event (reference 1825034-2013-02632/-02633/-06129/-06130).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthoplasty (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 allegedly due to pain and pseudotumors. The cup and head were removed and replaced. Additional information received in the patient's revision operative report indicates the presence of pain, fluid and pseudotumor-like tissue. The modular head and acetabular cup were removed and replaced. Medical records further note that total hip arthroplasty was performed on both the right and left hips on (B)(6) 2004. There has been no revision reported for the right hip. Additional information received reported patient underwent a right hip revision procedure on (B)(6) 2014 due to pain. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total hip arthroplasty (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2013 allegedly due to pain and pseudotumors. The cup and head were removed and replaced. Additional information received in the patient's revision operative (op) report indicates the presence of pain, fluid and pseudotumor-like tissue. The modular head and acetabular cup were removed and replaced. Medical records further note that total hip arthroplasty was performed on both the right and left hips on (B)(6) 2004. Additional information received in patient op notes reports patient underwent a right hip revision procedure on (B)(6) 2014 due to pain and discomfort. Right revision op report notes the presence of scar tissue, adhesions, yellowish fluid, and pseudotumor-type capsule. The modular head and acetabular cup were removed and replaced.